Manufacturer narrative:
The device was returned and investigation confirmed the reported "continuous beep." Inspection of the battery compartment revealed the fluid ingress indicator as red, indicating fluid had come into contact with this area. Further inspection of the device found corrosion present on the printed circuit board, causing electrical shorts. Attempts to extract data from device was unsuccessful.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient's mother that the patient "wasn't feeling good" and was admitted to the hospital overnight for observation. Treatment included manual injections, including lantus. The patient was using the omnipod system, and did not tell his mother that it had been malfunctioning. The pdm was alleged to be deficient as it was making "a long continuous beep and nothing comes up on the screen." Once arrived at hospital, physician was unable to "get any information from the pdm." Patient's mother believes the pod was not working due to pdm malfunctioning. In order to be discharged, patient requires working pdm.